Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non specific product performance allegation. The implantable cardioverter defibrillator was also explanted due to normal battery depletion. A new rv lead and implantable cardioverter defibrillator were implanted at the same procedure. No additional adverse patient effects were reported.